Manufacturer narrative:
Multiple 510ks: there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#:k945952 and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg blood collection tube device experienced missing additive. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "naf tube not have anticoagulant in the tube."

Manufacturer narrative:
H.6. Investigation: bd received 2 photos from the customer in support of this complaint. Visual examination of 2 photos revealed missing additive. Additionally, 100 samples were visually inspected with no issues being identified. All 100 retention samples contained powder additive. The exact cause for the missing additive could not be determined. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were received from the customer, no additional testing could be performed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg blood collection tube device experienced missing additive. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "naf tube not have anticoagulant in the tube."